Event description:
Hemodialysis pt was reported to have been dialyzing on a baxter meridian hemodialysis instrument. Pt began coughing and complained of dizziness. Pt was put in trendelenburg position and given saline. The operator noticed small air bubbles moving in the venous blood line and stopped the treatment. The pt was taken to the emergency room for eval.